Event description:
It was noted that the previous IV site was infiltrated. The nurse removed the catheter. The pt was a hard stick and md ordered to perform IV insertion in the lower extremity. Several attempts were done to insert the catheter in the leg. Another nurse attempted twice and noticed a small piece of the tip of the catheter is missing (approx 3-7mm). The nurse was trying to thread in the catheter alone but it only go halfway in and tried to put the needle back into the catheter with resistance.